Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the right lower leg with possible intervention, via antegrade stick, the tip of a cxi support catheter separated. Non-latex gloves were worn, and the hydrophilic coating was activated by flushing the device for two seconds and wiping the device with wet gauze for approximately thirty seconds, just prior to inserting the catheter through another manufacturer's 6-french sheath. The catheter was flushed with heparinized saline (2 units/milliliter), using a ten-milliliter syringe. The catheter was inserted into the distal anterior tibial artery, over another manufacturer's 0.014-inch, 300-centimeter wire guide, to target a lesion in the pedal artery. The proximal vessels were free of disease; however, the distal tibialis was highly calcified. Upon initial advancement of the catheter and wire, using fluoroscopy, the user noticed an acute angle of the catheter tip, not related to the wire. Resistance was not encountered. A power injector was not used. The catheter was removed immediately, and the user noted that approximately one centimeter of the catheter tip had almost completely separated; however, the catheter was removed from the patient without harm. Another manufacturer's device was used to complete the procedure without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during an angiogram of the right lower leg with possible intervention, via antegrade stick, the tip of a cxi support catheter separated. Non-latex gloves were worn, and the hydrophilic coating was activated by flushing the device for two seconds and wiping the device with wet gauze for approximately thirty seconds, just prior to inserting the catheter through another manufacturer's 6-french sheath. The catheter was flushed with heparinized saline (2 units/milliliter), using a ten-milliliter syringe. The catheter was inserted into the distal anterior tibial artery, over another manufacturer's 0.014-inch, 300-centimeter wire guide, to target a lesion in the pedal artery. The proximal vessels were free of disease; however, the distal tibialis was highly calcified. Upon initial advancement of the catheter and wire, using fluoroscopy, the user noticed an acute angle of the catheter tip, not related to the wire. Resistance was not encountered. A power injector was not used. The catheter was removed immediately, and the user noted that approximately one centimeter of the catheter tip had almost completely separated; however, the catheter was removed from the patient without harm. Another manufacturer's device was used to complete the procedure without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A small portion of the tip was separated from the catheter. The remaining portion of the black tip, still attached to the catheter, measured five millimeters. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final lot. A review of complaint history found no additional complaints for this lot number. One relevant non-conformance, involving two devices, was noted on a sub-assembly lot; however, all non-conforming product was scrapped and there are 100% inspections in place to capture the non-conformance. The sub-assembly lot was used in one other final lot. There have been no additional complaints on that lot. The product IFU states ¿the catheter should not be advanced an area of resistance unless the source of the resistance is identified under fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the tip separated during use within a highly calcified vessel. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.